Manufacturer narrative:
The technician found the brake casters and brake steer casters are damaged. The technician replaced the brake casters and brake steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).